Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, although the patient lacked a charging supply to complete the process. Patient called back cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reappear. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.